Event description:
The customer contacted beckman coulter, inc. (Bec) to report a cracking sound followed by a burning smell from their synchron cx7 chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. The customer reported that the analyzer had shut itself down. The customer was advised to unplug the analyzer. There was no injury to the customer. Medical attention was not sought. It is unk if the facility has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the ac power harness. The fse verified the repair per established procedures. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.